Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation a "service required" error was found in the downloaded error log. The device's sensor board was replaced to address this issue.